Event description:
Philips received a complaint on the v60 ventilator indicating that it was not possible to operate the device by touchscreen during standby mode of a test run. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed that there was misalignment in the touchscreen. The reported issue was not resolved by calibration of the touchscreen, so the touchscreen part was replaced. The fse stated that this resolved the issue. No other abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue and the reason the issue could be confirmed at the pil. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.